Manufacturer narrative:
MDR 3003442380-2026-21419 / initial 2 of 2. Name: tandem. Country: united states of america. Address line 1: 11045 roselle street. Address line 2: suite 200. City: san diego. State, province or territory: ca. Post office or zip code: 92121. Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced that he had 2 sets of perfusions that came off on (B)(6) 2026.